Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010 for investigation. A visual inspection revealed that the cone was detached from the dissection tip body. It was not a clean break, as a piece of the rim on one side was still connected to the other. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the conical tip (distal end) of the vh-2000 dissection tip detached and fell off in the pt. The part was retrieved through the original incision using the harvesting cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.